Manufacturer narrative:
H4: the lot was manufactured from january 6, 2023 to january 7, 2023. H10: the device was received for evaluation. A visual inspection was performed using the naked eye and did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate test was performed, and the results were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device was left for an additional four (4) hours but the treatment was still not fully infused after the extra time. The device was filled with folfox. This was discovered during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.